Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to infection. Surgeon removed a 3x16 cs insert and replaced it with a 3x19 cs insert to ensure stability prophylactically. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.